Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that her daughter had trouble on doing corrections because of buttons were moving on and off without users navigating it. The customer¿s blood glucose level was 7.4 mmol/l at the time of incident. Customer stated that the buttons got sticky. Customer stated that the numbers were not ramping on their own and scroll bar was not moving with no input. Customer stated that the insulin pump was not exposed to change in altitude. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and revert to the backup plan. The insulin pump will not be returned for analysis.